Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on april 16, 2019. The procedure was a right heart catheterization. A 7fr sheath was used. All parts of the angio-device were removed, and no testing was performed to verify. The patient was in stable condition and was discharged the same day.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. [Mw5084991.pdf].

Event description:
Terumo medical received an FDA medwatch report # mw5084991. The event description states: "angio-seal failed to retract out of right femoral artery post procedure. Angioseal had to be broken apart to remove it from the artery. Manual pressure was held for hemostasis. Pulses were palpable".